Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed that the distal 5 mm of the stent had been exposed. Thumbwheel was in "lock" position. No obvious anomaly including a kink was observed over the entire length. Magnifying inspection of the sliding part (stent-mounted part) found the distal end of it had been turned up. No other obvious anomaly was noted in the remainder of this part. Magnifying inspection of the distal tip part found scratches had been caused toward the distal end. The joint part where two traction wires were fixed to the sheath was compared with the same part of a current product sample under magnifier. It was confirmed that the joint part was not disjointed. Expanding state of the stent during clicking thumbwheel was observed. No resistance was perceived during clicking. The stent was able to be deployed entirely. Magnifying inspection of the inner shaft (stent-mounted part) confirmed the absence of obvious deformity including a crush. Electron microscopic inspection of the sliding part (stent-mounted part) found multiple scratches in the area 0 -10 mm from the distal end. The inspection results showed the possibility that the distal end of the actual sample was exposed to a hard object (e.g. Stenotic lesion). No other external anomalies such as scratches were observed in this part. The outer diameter of the sliding part (stent-mounted part) was measured and confirmed to meet the control criteria. Reproductive testing was performed, and a factory-retained destination sample was inserted into a mock blood vessel, and then a current 8 x 60 mm misago 2 sample (test sample) was inserted over a 0.035" guidewire. When the test sample was crossing a stenotic part of the mock vessel (squeezed with a cable tie), the sliding part (stent-mounted part) was caught in it and resistance was felt. When the test sample under the resistance was advanced further by being pushed and pulled, the stent got exposed by 2 mm from the distal end of the sliding part. The test sample was once removed, and then re-inserted in the destination. As a result, the exposed part of the stent was caught in the hemostatic valve of the destination. The test sample was removed again and found that the exposure of the stent progressed to 5 mm in length. This was conceivable to be similar to the damage of the actual sample. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: do not advance the stent system by force if you feel any resistance during insertion. (The stent system can catch on and damage the hemostatic valve.) Loosen the hemostatic valve of the y-connector attached to the introducer sheath or guiding sheath when inserting the stent system. Stop using the stent system immediately if the gap cannot be eliminated by moving the sliding part. (This could cause adverse events, such as vessel damage.) Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the tip of the sliding part (stent-mounted part) was caught in some hard object (e.g. Stenosis lesion), and when the actual sample in that state was pushed and pulled, the sliding part got shifted proximally, which resulted in the exposure of the stent. Once the actual sample was removed and then re-inserted in the destination, it is likely that the exposed part of the stent became caught in the hemostatic valve of the destination and the exposure of the stent progressed. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved misago was used during the procedure. Eia treatment. Approach from upper arm was attempted with misago; however, failed. Misago was removed. Upon checking they found that the sliding part had been retracted a bit and the distal tip of the stent had been exposed. They changed to femoral approach and tried to insert it in destination, then the sliding part was moved further causing it difficult to insert, thereby discontinued using the misago. A stent from another brand was used. The patient was not harmed. The procedure outcome was not reported.